Event description:
Could not locate the narcan because the color of the container [product outer packaging issue]. Case narrative: this spontaneous case report was received on 16-may-2025 and additional information was received on 21-may-2025 from a retired flight attendant regarding the narcan nasal spray (lot number: unknown) that reporter "could not locate the narcan because the color of the container" (pt: product outer packaging issue). On (B)(6) 2025, reporter called regarding narcan design and color of the spray and explained that the spray could have saved a life if they were able to locate the spray. On (B)(6) 2025, the reporter, a retired flight attendant, recalled (few years back) an incident from a flight between dallas and new orleans where a passenger overdosed on fentanyl. As the plane was landing, the passenger became unconscious and began foaming at the mouth. A cardiologist and a nurse on board tried to save her, using supplies from the aircraft¿s medical box. However, they were unable to quickly locate the narcan because its white container blended in with the other items. The passenger had died. The reporter believed that if the narcan had been easier to find, the passenger might have survived. She suggested using a bright yellow or pink container to make it stand out in emergencies. The outcome of the reported event was not applicable; there was no patient or consumer exposure. Action taken with narcan with respect to the reported event was not applicable. No further information was provided. Company comment: this spontaneous case was reported on 16-may-2025 by a retired flight attendant regarding the narcan nasal spray. During a flight from (B)(6) to (B)(6), a passenger overdosed on fentanyl and became unconscious and foaming at the mouth. A cardiologist and a nurse tried to save her, using supplies from the aircraft¿s medical box but were not able to locate the narcan because of the color of the container (pt: product outer packaging issue). The event of product outer packaging issue is considered as serious (other- malfunction). Considering the nonclinical nature of the event of product outer packaging issue, the causality for the above event is assessed as not related to narcan nasal spray. Case comments: na.

Event description:
Could not locate the narcan because the color of the container [no adverse event] case narrative: this spontaneous case report was received on 16-may-2025 and additional information was received on 21-may-2025 from a retired flight attendant regarding the narcan nasal spray (lot number: unknown) that reporter "could not locate the narcan because the color of the container" (pt: product outer packaging issue). On (B)(6) 2025, reporter called regarding narcan design and color of the spray and explained that the spray could have saved a life if they were able to locate the spray. On (B)(6) 2025, the reporter, a retired flight attendant, recalled (few years back) an incident from a flight between dallas and new orleans where a passenger overdosed on fentanyl. As the plane was landing, the passenger became unconscious and began foaming at the mouth. A cardiologist and a nurse on board tried to save her, using supplies from the aircraft¿s medical box. However, they were unable to quickly locate the narcan because its white container blended in with the other items. The passenger had died. The reporter believed that if the narcan had been easier to find, the passenger might have survived. She suggested using a bright yellow or pink container to make it stand out in emergencies. The outcome of the reported event was not applicable, there was no patient or consumer exposure. Action taken with narcan with respect to the reported event was not applicable. No further information was provided. On (B)(6) 2025, follow-up is created to process the case nullification report. On (B)(6) 2025, it was identified that the case does not meet the criteria for an adverse event and therefore does not qualify as a valid icsr. As result, the case should not have been submitted to regulatory agency. However, the case was previously reported to the FDA on 05-jun-2025 and to health canada on 29-may-2025. Thus, a nullification report will be submitted to both agencies. Following successful submission of the nullification reports, the case will be deleted from the safety database. The case was assessed as invalid as case does not meet the criteria for an adverse event and therefore does not qualify as a valid icsr. Case comments: na.